Event description:
Review of an egm showed an aborted therapy and lead noise was suspected. Technical services concluded that the egms were consistent with non-physiological noise. The physician decided to cap the lead.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.